Event description:
It is reported that head and liner were exchanged and wash-out performed for pain and possible infection. Pre-op test showed elevated cobalt levels. Visible corrosion at head/neck junction was noted during revision.

Manufacturer narrative:
(B)(4). Evaluation summary: neither x-ray showing the orientation of the components after the surgery, nor surgery notes have been provided. Product was not returned to zimmer for further evaluation. No photographs or images showing the corrosion have been provided. No histological report has been provided. The pt's previous medical history is also unk. Consequently, the exact cause of corrosion can not be determined with certainty. The exact cause of infection and pain can not be determined due to lack of information. There are several possible causes, however, no definitive cause analysis can be performed with certainty with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.